Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the cartridge was filled with 300 units. The customer's mother stated that it was possible the cartridges were overfilled, that there could have been air in the cartridge, and that the cartridge was possibly filled with cold insulin. A new cartridge was successfully loaded to address the event. There was no reported impact to the customer's blood glucose level.